Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump failed to prime during a diagnostic endoscopy procedure while the patient was under sedation and the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.